Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (b)(46 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(4) 2018. The patient stated that the dexcom was displaying readings of 11-12 mmol/dl all night while the bg meter was displaying high and his ketones were measuring at 5.2. The patient woke up feeling ill and was rushed to the hospital due to having high blood glucose. At the time of contact, the patient was doing well. No additional patient or event information is available.data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.